Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that it was difficult to advance the guidewire into the left ventricular (lv) lead. The lv lead was replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of difficulty to advance a guidewire through lead was confirmed. Analysis found dried blood inside the inner coil at the distal region. The cause of the reported event was isolated to the inner coil being clogged with dried blood. Visual and x-ray inspections of the lead did not find any anomalies.